Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fph for investigation. Our analysis is accordingly based on the photographs and additional information provided by the hospital results: a horizontal crack was observed along the base of the chamber dome below one of the ports. Some of the printing on the chamber dome was smeared. Conclusion: we were unable to determine the actual cause of the crack. However, the smeared printing and the nature of the cracking suggests that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare representative that the mr290 humidified water chamber broke while administering nasal continuous positive airway pressure therapy to patient. No patient consequence was reported.